Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-01378 and 2134265-2016-01373 it was reported that automatic pullback failure occurred. The target lesion was located in the proximal right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled. During a percutaneous coronary intervention (pci) when connected to the simulator, it was noted that the device connection ended after pullback. Reconnection was done; however, same motion is followed and then stopped. No break can be checked on the motor drive (mdu)5 plus sensor. No patient complications were reported.